Manufacturer narrative:
A osseotite® tapered implant 5 x 10mm (nt510) was returned for investigation. Visual evaluation of the as returned product identified worn markings due to usage and damage at the top of implant due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is same day. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2019020472). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019020472) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction not be verified and the reported event was non-verifiable as the implant was damaged from the removal process. Therefore, the functional testing could not be performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter fax number: not provided. Device was not returned.

Event description:
It was reported that during an implant placement, implant fixture mount (nt510) was stuck and it could not be released from the implant. Implant was never placed; doctor turned the implant backwards and took it off. Doctor also reported the fixture mount was damaged during the removal process. Procedure was completed by placing a new implant on the same site. Tooth location 19.